Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx135cm sterling balloon catheter was advanced for dilatation. However, the balloon ruptured before reaching the nominal pressure. The procedure was not completed. No patient complications were reported.